Event description:
It was reported when the device was used during a laparoscopic splenectomy procedure, it locked when applying staples. Consequently, the procedure was converted to an open, the case was extended by one hour. The pt lost one liter of blood and required a transfusion. There were no other reported pt consequences.